Manufacturer narrative:
Manufacturer narrative: the suspect product was not specified. Lot number was not provided. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious events of implant site scar and vascular occlusion, and the non-serious events of discolouration, pain and bruising at the implant site were considered expected and possibly related to the treatment. Serious criteria included permanent damage. The suspect product was reported as an unspecified hyaluronic acid filler; however, we cannot exclude that one of our hyaluronic acid filler products has been used. The case meets the criteria for expedited reporting to the regulatory authorities. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005 - attachment: [gl19-004479literature.pdf]

Event description:
Case reference number us19008813 is a literature report received on 20-feb-2019. Fitzgerald et al., adverse reactions to injectable fillers. Facial plast surg 2016;32:532-555. This patient was treated with an unspecified ha filler in the preauricular area, which was inadvertently injected into her superficial temporal artery. This was not noted at the time of injection. The patient later called her practitioner with complaints of pain and discoloration but was told over the phone that it was likely bruising. No treatment was undertaken for over a week and she was left with significant residual scarring in the distribution of the vessel at temple and scalp (as seen on photos). The patient was shown months out from an occlusive episode.